Event description:
While the surgeon was performing a lap pyeloplasty, the silicone on the jaws melted and were leaning on the liver resulting in minor burns. No additional patient information was provided.

Manufacturer narrative:
The tls3 was not returned in a timely manner, therefore no investigation could be conducted. No additional complaints have been received for this lot number.